Event description:
In response to (B)(4)'s report number(B)(4) received on (B)(4) 2011. Skytron's distributor in the (B)(4) area sent their service technician to inspect the table. The burning smell and smoke came as a result of someone accidentally pouring fluid -possibly cleaning fluid- in and around the auxiliary controls. The magnet that holds the cover door to the auxiliary controls in place was loose and allowed the fluid to escape into the base or possibly may have ingressed through the screws that hold the switches in place. The technician examined the table and determined that the issue was not a malfunction of the table, but rather user error. He replaced the auxiliary switches as well the wiring harness to the switches and put silicone around the switches as well as around the magnet. The table is back in service.